Event description:
It was reported by international mallinckrodt facility (UK) that a pt experienced difficulties maintaining inflation with four (4), size 4 lpc, low pressure cuffed tracheostomy tubes. Only one (1) of the four (4) devices involved is available to be returned. This device had reportedly been in use approx five (5) days when the problem was detected. The pt was reintubated with a backup device with no further problems reported. There was one (1) pt involved with no reported pt injury. One (1), size 4 lpc, low pressure cuffed tracheostomy tube was returned to the MFR on 4/19/1999 for decontamination, analysis and investigation. Device eval results are recorded in section h. Of this report.